Event description:
It was reported that the patient received an inappropriate shock for atrial fibrillation (af) with rapid ventricular response (rvr). The device was reprogrammed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224drg, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010. (B)(4).